Manufacturer narrative:
H4: device manufacture date: december 1, 2020 - december 2, 2020. H10: the device was received for evaluation. A visual inspection was performed noted bladder had ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was filled with unspecified medication using a syringe. There was no patient involvement. No additional information is available.